Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database in suspect mode. A technical support specialist (tss) dialed into the device and observed that the medication application was showing an error indicating that the dsclientoltp database could not be opened due to a login failure for user in station. Upon logging in with the carefusion admin account, tss executed the suspect mode recovery steps, but the database remained in emergency mode, after which tss performed the emergency mode recovery process per knowledge article 'how-to recover / repair a corrupted dsclientoltp database' using resolve allow data loss. The tss verified that no retry errors were present. The tss applied knowledge article 'proper data sync 2.0 procedure' to manually replace the database with a new instance, ran a full sync, and had the user confirm successful functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es database in suspect mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.